Manufacturer narrative:
Product event summary: at analysis it was determined that the device had a broken ventricular output connector, that all bails and bail covers were missing and that the upper case was broken, though the device did pass its incoming testing. The device was cleaned and inspected, its ventricular output connector and upper case were replaced and new bails and bail covers were installed. The unit was then tested on the automated test system and passed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.